Event description:
Boston scientific received information that this pregnant patient was noted to have numerous episodes of syncope. Although, the cause of the syncope was undetermined, the physician noted that a sudden drop in the patient's atrial rate may have led to the symptoms. Normal device and lead function were observed and a lead system evaluation confirmed appropriate pacing and sensing thresholds. The physician reprogrammed the lower rate limit on the device to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.